Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for delayed wound healing at the implantation site of their closed loop stimulator (cls). A revision was performed to move the cls pocket deeper and reinforce with extra sutures. During a follow-up for the revision procedure, the implantation site was not healing as expected. The evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The device was not returned to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states the following: " the risks associated with the implantation and use of a spinal cord stimulation system include: cls migration or suboptimal placement; skin irritation... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." While skin irritation was not reported in this event, the wound was not healing as expected. At the physician¿s determination, a revision was performed to place the cls deeper and reinforce with additional sutures. An explant was ultimately required to be performed. A DHR review was performed, and the product met all requirements for release with no anomalies noted.